Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient reported not feeling well. The patient was admitted to the hospital with ldh trending upward. A ramp study was performed and the left ventricle was not unloading. The patient received a pump exchanged on (B)(6) 2013. It was noted that the entire outflow graft was occluded with clot and there was also clot in the pump on the inflow side

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.